Manufacturer narrative:
As no product was returned, a proper review of the product cannot be assessed. The lot history record for the particular lot number provided was reviewed and the product passed all quality control inspection and testing. With no additional procedural details, or the product in question, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.

Event description:
Stent slippage occurred during the case.